Manufacturer narrative:
Age at time of event: patient is 18 years above.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed, soft plaque target lesion was located in a mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon burst at nominal pressure after the physician inflated it for a few times. The device was removed through the guidewire and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.